Event description:
It was reported that prior to an unknown procedure, the 4-40 stud was broken. Antoher like device was tried and also had a broken 4-40 stud. A thirdlike device was used to complete the case. There was no patient consequence.